Event description:
During deployment, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: device properly advised and delivered a shock on a shockable rhythm then due to ECG morphology, the rhythm became non-shockable. At that time the device properly advised "no shock" on a non-shockable rhythm.